Manufacturer narrative:
A2 age at time of event: 63 years old at the time of study enrollment.

Event description:
It was reported that dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery, right proximal popliteal artery, and right distal popliteal artery with 4 mm proximal reference vessel diameter and 300 mm distal reference vessel diameter with lesion length of 300 mm and 70% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by dilation using 4 mm x 300 mm ranger drug-coated balloon study device. Post target lesion treatment was performed by placement of 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents, and the final residual stenosis was noted to be 10%. On the same day, during the treatment of target lesion, dissection of grade d was noted in the right superficial femoral artery due to 4 mm x 300 mm ranger drug-coated balloon study device. In response to the event, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event was considered to be resolved and the subject was discharged from hospital on dual antiplatelet therapy.

Event description:
It was reported that dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery, right proximal popliteal artery, and right distal popliteal artery with 4 mm proximal reference vessel diameter and 300 mm distal reference vessel diameter with lesion length of 300 mm and 70% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by dilation using 4 mm x 300 mm ranger drug-coated balloon study device. Post target lesion treatment was performed by placement of 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents, and the final residual stenosis was noted to be 10%. On the same day, during the treatment of target lesion, dissection of grade d was noted in the right superficial femoral artery due to 4 mm x 300 mm ranger drug-coated balloon study device. In response to the event, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy. It was further reported that the target lesion had a 4 mm distal reference vessel diameter, not 300 mm as previously reported. Moreover, angiography revealed significant recoil in the target lesion. In response to the dissection and recoil, 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents were placed from the level of hunter's canal to origin of right superficial femoral artery. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event dissection was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy. It was further clarified that on (B)(6) 2024, the recoil in the right superficial femoral artery was due to 4 mm x 300 mm ranger drug-coated balloon. It was further reported that the bailout stent was placed was a 5 mm innova stent. The number of inflation is 1 and the maximum inflation pressure was 10 atmospheres for the duration of 150 seconds. On (B)(6) 2024, the recoil in the right superficial femoral artery was resolved.

Manufacturer narrative:
A4: weight: updated a2 age at time of event: 63 years old at the time of study enrollment.

Manufacturer narrative:
Correction to field h6: patient codes. A2 age at time of event: 63 years old at the time of study enrollment.

Event description:
It was reported that dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery, right proximal popliteal artery, and right distal popliteal artery with 4 mm proximal reference vessel diameter and 300 mm distal reference vessel diameter with lesion length of 300 mm and 70% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by dilation using 4 mm x 300 mm ranger drug-coated balloon study device. Post target lesion treatment was performed by placement of 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents, and the final residual stenosis was noted to be 10%. On the same day, during the treatment of target lesion, dissection of grade d was noted in the right superficial femoral artery due to 4 mm x 300 mm ranger drug-coated balloon study device. In response to the event, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy. It was further reported that the target lesion had a 4 mm distal reference vessel diameter, not 300 mm as previously reported. Moreover, angiography revealed significant recoil in the target lesion. In response to the dissection and recoil, 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents were placed from the level of hunter's canal to origin of right superficial femoral artery. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event dissection was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy. It was further clarified that on (B)(6) 2024, the recoil in the right superficial femoral artery was due to 4 mm x 300 mm ranger drug-coated balloon.

Event description:
It was reported that dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery, right proximal popliteal artery, and right distal popliteal artery with 4 mm proximal reference vessel diameter and 300 mm distal reference vessel diameter with lesion length of 300 mm and 70% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by dilation using 4 mm x 300 mm ranger drug-coated balloon study device. Post target lesion treatment was performed by placement of 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents, and the final residual stenosis was noted to be 10%. On the same day, during the treatment of target lesion, dissection of grade d was noted in the right superficial femoral artery due to 4 mm x 300 mm ranger drug-coated balloon study device. In response to the event, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy. It was further reported that the target lesion had a 4 mm distal reference vessel diameter, not 300 mm as previously reported. Moreover, angiography revealed significant recoil in the target lesion. In response to the dissection and recoil, 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents were placed from the level of hunter's canal to origin of right superficial femoral artery. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event dissection was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy. It was further clarified that on (B)(6) 2024, the recoil in the right superficial femoral artery was due to 4 mm x 300 mm ranger drug-coated balloon.

Manufacturer narrative:
A2 age at time of event: 63 years old at the time of study enrollment.

Event description:
It was reported that dissection occurred, requiring intervention. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as part of clinical trial. The target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery, right proximal popliteal artery, and right distal popliteal artery with 4 mm proximal reference vessel diameter and 300 mm distal reference vessel diameter with lesion length of 300 mm and 70% stenosis and was classified as tasc ii b lesion. Treatment of target lesion was performed by dilation using 4 mm x 300 mm ranger drug-coated balloon study device. Post target lesion treatment was performed by placement of 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents, and the final residual stenosis was noted to be 10%. On the same day, during the treatment of target lesion, dissection of grade d was noted in the right superficial femoral artery due to 4 mm x 300 mm ranger drug-coated balloon study device. In response to the event, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy. It was further reported that the target lesion had a 4 mm distal reference vessel diameter, not 300 mm as previously reported. Moreover, angiography revealed significant recoil in the target lesion. In response to the dissection and recoil, 5 mm x 80 mm, 5 mm x 200 mm, and 5 mm x 40 mm innova bare metal stents were placed from the level of hunter's canal to origin of right superficial femoral artery. Post treatment, the final residual stenosis was noted to be 10%. On the same day, the event dissection was considered to be resolved, and the subject was discharged from hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2 age at time of event: 63 years old at the time of study enrollment.